Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at routine follow up in backup vvi mode. The patient had recently had retinal surgery, however was not sure if cautery was used. After a software download, the device resumed normal function. The patient was stable and would be followed normally going forward.